Manufacturer narrative:
The available data is under analysis.

Event description:
After an implantation time of approximately 86 months a shock impedance greater than 150 ohms was reported. As it was a singular out of range measurement, the patient is monitored via homemonitoring.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the suddenly increasing shock impedance from initially 78ohms to greater than 150ohms at the end of (B)(6) 2021. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.